Event description:
It was reported that during the implant attempt of three leads, there was kinking/stretching of the proximal coil. The leads were not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted and blood in/on helix/lobe mechanism.